Event description:
Doctor felt this anti-siphon device was not functioning as expected. The normal pressure hydrocephalus patient had apparent over-drainage condition. Doctor was reportedly reluctant to alter pressure of programmable valve in light of the over-drainage. Explantation and replacement of device was expected to be carried out the next day.